Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of air bubbles in the reservoir and around the o rings. The customer's blood glucose reading was 278 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir and change the entire set. The customer indicated that the air bubbles did not return after a set change. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.